Event description:
It was reported that in the recent in months, the patient has experienced an increase in seizures. Patient has had 5-6 seizures since their previous clinic visit. The patient was noted to be take a lower than prescribed dose of aeds. The patient has been referred for replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. D6b. If explanted, give date; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
Later, the physician determined that the cause of the increase in seizures is related to the patient's medication not being taken as prescribed. The physician was unable to provide an assessment on the rate in which the patient's seizures increased (compared to their pre-vns baseline levels). The patient was replaced for prophylactic reason per the implant card. The explanted device was noted to be discarded at the facility. No other relevant information has been received to date.